Event description:
Pt had ams ambicor two piece penile implant without complications. Postop, the inflate and deflate part of the ambicor implant became very problematic. Implant malfunction - deflation of the implant was always problematic. The defective implant was replaced.